Manufacturer narrative:
The lot number for the devices was provided and a lot history review was performed. The devices were not returned, therefore the investigation is inconclusive for the alleged issue. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dr8074 pta balloon dilatation catheter allegedly experienced break. This information was received from one source. One patient was involved and there was no reported patient injury. The male patient is (B)(6) years old and weighs 63 kgs.